Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported shaft separation appears to be related to circumstances of the procedure; however, a conclusive cause could not be determined for the inflation issue. There is no indication of a product quality issue.

Event description:
It was reported that the 2.5x15 mm trek rx was advanced to the target lesion, but was unable to inflate, so the device was removed; however, only the proximal shaft was removed. The device was noted to have separated in the vessel. Another balloon dilatation catheter (bdc) was inserted and inflated to successfully remove the separated trek from the anatomy. A non-abbott bdc was used to complete the procedure. There was no adverse patient sequela. No additional information was provided.